Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. Rep provided the serial numbers of the lead and the ins. The infection was not resolved. Physician prescribed antibiotics on (B)(6) 2019. Device will be removed if necessary depending on how/if the infection reacts to the antibiotic. The provided information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 19-feb-2023, UDI #: (B)(4). Outcomes to adverse event: marked other for infection reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that there was an infection at the lead incision site. The rep said that this was possibly due to patient compliance. The rep stated that no diagnostics were performed as the infection was evident. The healthcare professional prescribed antibiotics and the patient had an appointment with the surgeon on jul-08 to address the infection after a week on antibiotics. It was noted that the issue was not resolved at the time of the report. No device issues were reported. No further complications were reported.